Event description:
The end user cut her leg on a screw on the rollator. The laceration was repaired with sutures. She was given an antibiotic when the sutures were removed.

Manufacturer narrative:
As the end user was rising from a sitting position, her leg scraped the outside of the rollator. She suffered a laceration on her left lower leg that was thought to be caused by a screw. The laceration was repaired with sutures and an antibiotic was prescribed at the time of the suture removal. The sample has not been returned for eval. The overall care and condition of the device is not known. Without a sample, a root cause has not been determined. However, in an abundance of caution and due to the reported injury, this medwatch is being filed.